Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keypad and labels were functional and intact. No evidence of the customer's reported problem regarding over delivery was identified in the pump event history log. However, the customer's reported problem was verified upon delivery accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor was trimmed down to bring the delivery accuracy closer to nominal of a range. Based on these investigation results, the customer's reported problem was confirmed but a root cause was not established. Therefore no corrective actions will be taken at this time. Smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "over delivery". No patient information was reported.